Event description:
I was being treated for temporomandibular joint by a specialist, using splint and laser therapy. The splint caused my jaw to lock and the laser (deka laser) gave me nerve damage, had adverse reaction directly after the laser treatment and had heart issues, loss of nerve feelings in my body and extreme pain in my hands and feet.